Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. Additionally, one of the anterior cuff tabs was broken off and was not returned with the device. Cuff tabs measure one on-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a carotid angioplasty procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, no suture was attached. Vessel access was regained using a small guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.